Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the grip close cable to be broken at the distal idlers resulting in the pulley spinning freely. It was determined that the cable broke under tensile loading. Other cables at the wrist are not damaged. Electrical continuity passed. Engineering also observed a section on the main tube located 4 inches from the wrist with light scraping all around the tube's outer diameter. Some material has been removed, as surface finish is rough. Damage may be due to a defective cannula. Cannulae returned from this site have been evaluated and determined to be within specification.

Event description:
It was reported that during a prostatectomy procedure, the monopolar curved scissors instrument stopped working. The surgeon found a loose cable at the tip of the instrument. The instrument was replaced with another instrument of the same type and the procedure was successfully completed without significant delay. No patient harm, adverse outcome or injury was reported.